Event description:
It was reported that the ilet device¿s screen cracked after the device fell from a pocket and became caught in a wheelchair wheel, and the screen remained usable with no alarms or shutdown reported. Symptoms included no injury. Outcomes included no impact on health and no need for medical care or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact; device function was otherwise normal and data had been synced. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external mechanical stress.